Manufacturer narrative:
The device was returned and evaluated. Inspection of the soft cannula did not find it bent or kinked. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The investigation found no evidence of a bent, kinked, or damaged cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 344 mg/dl. The pod was worn between 49 and 71 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with a new pod.